Event description:
The user facility reported that their snowden-pencer wavy grasper was "sharpish" and may have "impacted" the patient. The user facility did not provide additional details regarding the patient impact.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Manufacturer narrative:
The snowden-pencer wavy grasper subject of the reported event was discarded by user facility personnel and is not available for evaluation. Without the return of the device a cause cannot be determined. The device history record was reviewed for the subject lot and confirmed the lot was manufactured to specifications; no abnormalities were noted. There have been no other similar complaints associated with this lot. No additional issues have been reported.